Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the lens would not advance in the inserter. It was not used however patient contact was observed. The procedure was completed with a new lens during the initial procedure. Additional information has been requested.

Manufacturer narrative:
The used device with the lens was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented incorrectly. Viscoelastic was observed in the device. The plunger has been advanced over the trailing portion of the optic. The lens was partially advanced into the nozzle entry. All product and batch history records are quality reviewed prior to product release. The root cause for the reported complaint of "lens would not advance" cannot be determined. The used device was inspected. A plunger override was observed. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. There have been no other complaints reported in the lot number. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. It is unknown if a qualified viscoelastic was used. The instruction for use (IFU) instructs: during device preparation and implantation of the iol with the preloaded delivery system, an alcon qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. A previous trackwise manufacturing investigation was opened to evaluate the potential for the plunger to be oriented incorrectly during manufacturing. The plunger fixture is designed to ensure the plunger cannot be inserted in the incorrect orientation. The fixtures were evaluated, and all fixtures were designed as intended. All fixtures worked as intended and did not allow the plunger to be inserted oriented incorrectly unless excessive force was applied. An enhancement was made to all fixtures to make the design more robust so that force cannot be used to override the design feature. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states there was no patient contact.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction caused by our company's product. The manufacturer internal reference number is: (B)(4).